Event description:
Additional information received noted that failure to capture was also observed on the left ventricular lead.

Event description:
It was reported that the patient's left ventricular lead was found to be dislodged. The reported lead was explanted and replaced on (B)(6)2023. The patient was in stable condition.